Event description:
It was reported that the ptm (personal therapy manager) was not uploading information; the refill date was not accurate. They were planning to decouple then recouple the ptm to the pump. It was noted that the pump had recently been refilled. It was later reported that the ptm was reset and it worked fine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).